Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential complication. The information for use states: to minimize the risk of infection, driveline exit site dressings should routinely be changed. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. For proper pump driveline and exit site care, please ensure the following: 1. Use good hand-washing technique before and after dressing changes. 2. Always use aseptic technique. 3. Change dressings per institutional protocol/guidelines. Device still implanted in patient.

Event description:
It was reported that a patient experienced sudden onset of abdominal pain, erythema and induration of the driveline exit site with frank pus. The patient was admitted to the hospital for intravenous antibiotic therapy. The driveline culture showed positive for coagulase-negative staphylococci, blood and urine cultures were negative. Abdominal computed tomography (CT) scans showed negative for driveline infection on two separate days. The patient was discharged home on oral antibiotics. It was noted on a follow up clinic visit that the patient reported her symptoms were virtually resolved and the oral antibiotic course had been completed.